Event description:
It was reported that a vns patient passed away. Cause of death and any possible relationship to vns therapy is unknown. The funeral home was able to provide information that the patient died of natural causes, but could not provide the cause of death. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep. Attempts for additional relevant information have been unsuccessful to date.